Manufacturer narrative:
(B)(4). Customer reports: inpen not pairing/transmitting doses to phone app. Per visual inspection: no physical damage to cap, cartridge holder or inpen was noted. The leadscrew was received 1/4 it's travel, the leadscrew was rewound properly. Leadscrew not bent, advanced when dosage knob was pressed dialing a dosage and retracted appropriately. No resistance was observed when dosing without a cartridge installed. The screw advanced every time 30.0u was dialed and dosed until the screw reached max extension. Several attempts were made to pair inpen, every time app displayed dose doesn't match. The inpen does not pair with commercial mobile app. In conclusion: per dennis berg san diego investigation: inpen will not transmit due to a dead battery caused by fluid intrusion (660mv). Therefore, the customer complaint of inpen not paring/transmitting doses to phone app was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that there was pairing issue between insulin pump and app and it did not log to the app. Customer was advised to move inpen and mobile device within 3 feet (1 meter) of each other and to remove the cartridge holder and test bluetooth connection by dispensing two units but the two units did not show in logbook. Customer was assisted with process of un-pairing inpen in question from list of paired devices and with ensuring inpen app was allowed to access bluetooth. Customer was advised that inpen will need to be paired and the inpen not found message was appearing on app. Customer was advised to restart the mobile device and tried to pair inpen again but it did not pair successfully. Customer stated that they had to log doses manually. Customer stated that the inpen in question was listed in active section. No harm requiring medical intervention was reported. Troubleshooting was performed, device was returned for analysis.